Manufacturer narrative:
E.1 initial reporter addr 2: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes there was one tube with discolored/abnormal additive form. There were no health consequences or impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was visually evaluated with no issues being identified; it shows tubes with the powder additive that is per specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes there was one tube with discolored/abnormal additive form. There were no health consequences or impact reported.